Manufacturer narrative:
An event of material deformation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The complaint database was reviewed, and no related incidents were found for the lot. Based on all available information, the reported material deformation appears to be related to procedural conditions (interaction between device components during insertion attempt). There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024 , a 27mm navitor vision valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. The valve was loaded into the delivery system. When trying to access the femoral artery, the delivery system valve capsule was damaged. The nose cone base was driven into the capsule, causing the capsule to stretch and create a lip. A new 27mm navitor vision valve and flexnav delivery system were prepared, and the replacement valve was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.